Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced fluid leak. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon further evaluation of 1 of the devices, it was determined the device experienced a fluid leak that was contained to the device, which is not reportable. The count of events has been corrected to reflect this.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced fluid leak. There was no patient involvement.